Event description:
Patient reported the infusion device shut down without properly displaying a w2 battery low warning or a e2 battery empty error. Patient felt "ok" in the morning on (B)(6) 2011. He began to feel sick and nauseous and he vomited at 10:30 a.m. His blood glucose was 420 mg/dl. Patient noticed the infusion device was "dead" and had no function. Patient tested positive for ketones. The infusion device was not exposed to water or electromagnetic fields. Patient's normal blood glucose is 80-130 mg/dl, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.